Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed clinical product support specialist went through the troubleshooting steps with the respiratory therapist. The device was power cycled and plugged into ac power with no issues. The rt reported the device was functioning appropriately. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.